Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have two (2) bent grips, causing them to be misaligned. The offset at the tips was 0.96 mm. The grips were not found to be cracked. The probable root cause of the severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia etep surgical procedure, the 8mm force bipolar instrument jaws failed to open. The procedure was completed without any reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the instrument did not occur following a system fault, and the jaws were not stuck on tissue during the event. As a result, no intervention was needed to release the jaws, and no adverse effects to the tissue were reported. Although the initial complaint mentioned uncertainty about whether a fragment had fallen into the patient, it was later confirmed that no fragment was retained in the patient's anatomy. Additionally, the patient did not return to the hospital due to any post-surgical complications related to a retained foreign object.